Event description:
On 11aug2022 nalu was made aware of the abortion of a trial system due to lead migration. Patient was 5 days into the pns trial for knee pain and reported to the nalu field representative that there appeared to be some bleeding under the bandages as well as return of pain. Patient met with the physician who removed the dressing and the trial leads at that time. It was noted that this is the patient's second trial and the first one was also aborted prematurely due to lead migration during dressing change.